Event description:
It was reported that the stem is broken betwen the distal and proximal part. The screw was tightened correctly. There was no proximal bone and the implant was fixed distally. Patient was revised.